Manufacturer narrative:
(B)(4).

Event description:
It was reported "the device occasionally reports errors, which are likely sensor faults. (The cup that collects moisture is full.) Furthermore, the battery of the device is so old that it only works off the mains". No particular patient involvement reported. The customer reported this as a general issue. Please see associated MDR#3010532612-2025-00361.

Manufacturer narrative:
Qn #: (B)(4). The reported complaint of "no longer has a working battery" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported "the device occasionally reports errors, which are likely sensor faults. (The cup that collects moisture is full.) Furthermore, the battery of the device is so old that it only works off the mains". No particular patient involvement reported. The customer reported this as a general issue. Please see associated MDR # 3010532612-2025-00361.